Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was not delivering insulin as intended. Customer reported a blood glucose level of over 300 mg/dl. The customer reverted to an alternate method of insulin therapy. Reportedly, customer ultimately saw drops of insulin after delivering a bolus via the pump. No further information was obtained as customer declined further troubleshooting with tandem technical support.